Event description:
Personal support worker (psw) had attached the sling to the lift and was transferring the resident from a wheelchair to a bed; they requested assistance from another psw. When the resident was lifted and the wheelchair had been pulled away, the resident slipped through the sling and fell to the ground, hitting their head on the side of the bed and landing on their left side. Resident sustained a broken left clavicle.

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.